Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer biomedical engineer (biomed). The rse advised the biomed that would need to replace the nibp assembly. The biomed ordered a replacement nibp assembly. No further issues have been reported. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty nibp pump assembly. The issue was resolved by the biomed replacing the part. A review of the service history for this device shows no further reports for this device and issue. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on an earlyvue vs30 monitor indicating that they were getting high blood pressure readings with the non-invasive blood pressure (nibp) pump. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.